Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) was informed by the customer that the server was on version 1.11, while the stations were still running version 1.6. The tss double checked and confirmed that all required security groups, override groups, and user roles were properly assigned. The customer later confirmed that all nurses on site were able to override medications from the override list as expected, as they were able to do prior to the server upgrade and there were no issues. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, registered nurse attempted to override a medication; however, the medication did not appear on the override list. A server upgrade to version 1.11 occurred earlier this week. Prior to the upgrade, the medication was populating correctly on the list of overridable medications. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.